Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the screen of this ht70 ventilator was frozen, the unit generated an "operational malfunction" alarm and the ventilation stopped. The patient was removed from the ventilator and was placed on an alternate ventilator without injury. A review of the ventilator logs confirm the reported loss of ventilation.

Manufacturer narrative:
Section h6 evaluation codes were updated due to third party evaluation h3 it was reported that while in use on a patient, the screen of this ht70 ventilator was frozen, the unit generated an "operational malfunction" alarm and the ventilation stopped. A review of the ventilator logs confirm the reported loss of ventilation (lov). The ventilator was not made available to medtronic for evaluation. The evaluation was performed by third-party service provider, (B)(6). Although, tkb could not duplicate the reported events, replaced the liquid crystal display (lcd) and the inverter board. The cause of lov could not be established and the cause of the reported event of screen froze was isolated to potential fault in lcd display and/or inverter board. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.